Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 18-jun-2015 which refers to a (B)(6) patient who had essure (fallopian tube occlusion insert), lot number d30798 (expiration date 28-nov-2017) insertion attempted on (B)(6) 2015.it was reported that during placement in the operating room, breakage of delivery catheter extremity at the time of essure insert release occurred. Bilateral placement was not performed (procedure was stopped). Full device was kept (handle+insert). No cause related to the patient that could explain the event. Procedure conditions: as usually, liquid phase hysteroscopy. Laparoscopy was suggested.ptc investigation result was received on 07-jul-2015.this adverse event report is related to a product technical complaint (ptc). (B)(4)final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 7/01/2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record d30798 (production date 03-nov-2014 and expiration date 28-nov-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event.medical assessment: this ptc was initiated due to a reported product quality issue. The ae case refers also to a usability issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.follow-up received on 10-jul-2015:patient's weight and height were provided. (B)(6).information received states that breakage was diagnosed during placement.according to reporter, the breakage at green release catheter level occurred at the moment of essure insert release. Delivery catheter extremity broke and was stuck into the insert and into fallopian tube. Both delivery catheter extremity and insert were removed (the instructions in the IFU were followed).in addition, it was reported that it was medically necessary to remove essure insert. Patient did not request removal.removal method: hysteroscopic.the broken pieces were retrieved from fallopian tube with bleeding. Health care professional informed that no injury occurred and states that breakage could not have led to serious injury under less fortunate circumstances.patient has recovered from fallopian bleeding.no further information will be provided. Case considered to be closed.the list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 14-jul-2015 for the following meddra preferred term: device breakage. (B)(4). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt.company causality comment:this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported a breakage of delivery catheter extremity at the time of essure insert release.this event is non-serious and was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, bilateral placement was not performed (procedure was stopped). On the same day, essure insert were removed hysteroscopically. According to the physician, no injury occurred. As the device breakage occurred during essure insertion procedure, a causal relationship with suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances.product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.additionally, serious event (fallopian tube bleeding) was reported.no further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Updated product technical complaint (ptc) investigation and final assessment were received on 27-aug-2015 upon receipt of device sample (one device was received on 11-aug-2015). The bayer reference number for the ptc report is: (B)(4). Final assessment: (B)(4). Failure mode/mechanics: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, micro-insert was stretched and tangled. All IFU steps were completed. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. The returned complaint sample was inspected. The technical investigation concluded unconfirmed quality defect. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-sep-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported a breakage of delivery catheter extremity at the time of essure insert release. The broken pieces were retrieved from fallopian tube bleeding. The event fallopian tube bleeding is serious due to medical importance and listed in the reference safety information for essure while the event device breakage is non-serious and was previously regarded as unlisted; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, bilateral placement was not performed (procedure was stopped). On the same day, essure insert were removed hysteroscopically. According to the physician, no injury occurred. However, the occurrence of device breakage which could have caused the fallopian tube bleeding, could signalize that the insertion was not so easy. Considering that the device breakage occurred during essure insertion procedure, a causal relationship between the events and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to technical analysis of received sample which was broken and tangled, there is no reason to suspect a quality deficit of the product. No further information is expected.